Event description:
An orsiro drug-eluting stent system was selected for treatment. It was not possible to deploy the stent to target lesion. The balloon was inflated but the stent did not deploy. The inflation pressure is unknown.

Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon of the delivery system is not well folded anymore and shows clear signs of inflation. Stent imprints are visible between the x-ray markers, indicating that the stent was initially crimped on the balloon. During the investigation the balloon could not be inflated as the inflation lumen was clogged with dried contrast medium which could not be dissolved. The stent was returned still inside of the protector. The stent is slightly deformed (i.e. Pinched) at its distal end, indicating a handling issue. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The root cause for the complaint event is most likely related to the handling during the preparations for the intervention. It should be noted that the IFU clearly states to always pull at the very distal end of the protector to avoid dislocation of the stent and not to touch the part of the protector over the stent. Further the IFU advices that the stent system should be visually examined to ensure that the stent is centered between the two radiopaque markers prior to the procedure. Generally, the IFU clearly indicates that the orsiro is indicated for lesions in the native coronary arteries.